Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, service history review, functional testing, and a review of the alarm log were performed. A low battery alarm was discovered during the event history log review and functional testing. The cause of the condition was determined to be a damaged power supply. The power supply board and battery were replaced to correct the reported condition. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a low battery alarm. No additional information is available.